Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that while the patient was on vacation out of the country, the patient felt dizzy, fatigued, and short of breath. The patient took sublingual nitroglycerine multiple times. The patient received inappropriate shocks for t-wave oversensing. The patient indicated not being able to walk very far without stopping to rest. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.